Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: jet tube or auxiliary jet channel had foreign objects. Based on the results of the investigation, a probable root cause could not be identified.device returned and not reproduced. Regarding the jet tube or auxiliary jet channel had foreign objects; based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited error message (electronics error). The event occurred during inspection for use. There were no reports of patient involvement.